Manufacturer narrative:
Patient identifier: sids: (B)(6), (B)(6), (B)(6) and (B)(6) an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased architect tsh results on multiple patient samples. The results were reported out of the lab and had to be corrected. The following data was provided. Sid (B)(6) initial tsh result = 0.3066 uiu/ml, repeat result = 4.7883 uiu/ml (normal range = 0.5 to 3.98 uiu/ml). Sid (B)(6) initial tsh result = 10.17 uiu/ml, repeat result = 16.54 uiu/ml (normal range = 0.35 to 4.94 uiu/ml). Sid (B)(6) initial tsh result = 0.30 uiu/ml, repeat result = 1.37 uiu/ml (normal range = 0.35 to 4.94 uiu/ml) sid (B)(6) initial tsh result = 0.34 uiu/ml, repeat result = 1.46 uiu/ml (normal range = 0.35 to 4.94 uiu/ml). No impact to patient management was reported.

Manufacturer narrative:
Section a: patient identifier: sids: (B)(6). The field service representative (fsr) inspected the instrument and determined the 100ul trigger pump was the issue. The fsr replaced the part which resolved the issue. An instrument service history review revealed no additional erratic or discrepant patient results reported for the architect i2000sr, serial number (B)(6). A review of tracking and trending of the architect i2000sr did not identify any trends associated with the complaint issue. A review of tracking and trending for the 100ul trigger pump did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect i2000sr processing module for serial (B)(6) or the 100ul trigger pump was identified.

Event description:
The customer observed falsely decreased architect tsh results on multiple patient samples. The results were reported out of the lab and had to be corrected. The following data was provided. Sid (B)(6) initial tsh result = 0.3066 uiu/ml, repeat result = 4.7883 uiu/ml (normal range = 0.5 to 3.98 uiu/ml) sid (B)(6) initial tsh result = 10.17 uiu/ml, repeat result = 16.54 uiu/ml (normal range = 0.35 to 4.94 uiu/ml) sid (B)(6) initial tsh result = 0.30 uiu/ml, repeat result = 1.37 uiu/ml (normal range = 0.35 to 4.94 uiu/ml) sid (B)(6) initial tsh result = 0.34 uiu/ml, repeat result = 1.46 uiu/ml (normal range = 0.35 to 4.94 uiu/ml no impact to patient management was reported.